Manufacturer narrative:
Continuation of medical devices: product ID 37612, serial# (B)(4), implanted: (B)(6) 2017, product type implantable neurostimulator. Product ID 3387s-40, lot# v836495, implanted: (B)(6) 2011, product type lead. Product ID 3387s-40, lot# v378034, implanted: (B)(6) 2011, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 05-aug-2014, UDI#: (B)(4); product ID: 3387s-40, serial/lot #: (B)(4), ubd: 25-aug-2012, UDI#: (B)(4). Date of event is an approximate. Refer to manufacturer report #3004209178-2018-06640 for details pertaining to the related reportable event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient has three leads, 2 leads on the left and 1 on the right. Patient states they put the lead almost immediately after the 2017 replacement was done because it was not working effectively and perhaps the additional lead would give him the amount of energy or power that was needed to overcome the tremor in his right hand. No further complications were reported or anticipated with this event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 37612, serial# (B)(4), implanted: (B)(6) 2017, product type: implantable neurostimulator; product ID 3387s-40, lot# v836495, implanted: (B)(6) 2011, product type: lead; product ID 3387s-40, lot# v378034, implanted: (B)(6) 2011, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient asked for hcp listings where dbs had been successfully removed. The patient reported therapy was not helping them and they had worked with the neurologist and took medication and nothing seemed to help. The patient reported they had success on the right hand but tremors had increased in their right hand. The patient stated they wanted to schedule the removal of the device. There were no further complications reported.

Manufacturer narrative:
Date of event was updated per new information. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating that they are requesting information regarding the removal of his systems. Patient says the therapy worked at first for his target tremors on the right side of his body, but as soon as they added the new lead for the left side, he's had no control of his target tremors. Patient has worked with his healthcare providers, but nothing has helped and he is now seeking to have his systems removed. It was reported to be a sudden change in therapy/symptoms. Patient states that the loss of tremor control started when the additional lead was added on (B)(6) 2011, which contradicts the previously stated event date.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating that they have notified their managing physicians about the tremors and it not working. They state it is deteriorating further and they have an upcoming date with the current neurologist next month. There first implant was in 2011 and it worked out fine. Their right hand was under total control so they opted to have the second implant for their left hand and it was in november of the same year, 2011. They never really recovered from that because the problems with their left hand were not resolved and their right hand became a problem, walking became a problem. They used to walk a couple of miles a day and they cannot anymore. They would go back to their neurologist and had routine adjustments with no improvement. The healthcare providers are aware that it is not working. They lost their ability to write, type, using a computer, and have difficulty on the phone because their speech is deteriorating. When they get tired, which happens frequently during the day, they have to be particularly careful of what they are trying to say. This has been going on for 10 years.